Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular (lv) lead exhibited high thresholds due to patient anatomy and phrenic nerve stimulation was noted. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.